Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for eval. Should new relevant information become available, a follow up supplemental report will be submitted.